Manufacturer narrative:
Age at time of event: late 60s.

Event description:
It was reported that the catheter broke into two pieces and was retrieved by snare. The greater than 90% stenosed target lesion was located in the very tortuous and heavily calcified external iliac artery. A 90cm rubicon 35 catheter was selected for use. During procedure, it was noted that the catheter broke into two pieces. The physician never lost wire access from the vessel or catheter tip. The device was retrieved using a 6fr 45 cm sheath by cinching the snare loops to the broken rubicon tip and the procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: late 60s. Device evaluated by MFR: the device was returned for evaluation. Analysis of the stent, tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a shaft separation located 16.1cm from the tip. The separated ends (material) were observed to have been stretched and twisted/torqued. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the catheter broke into two pieces and was retrieved by snare. The greater than 90% stenosed target lesion was located in the very tortuous and heavily calcified external iliac artery. A 90cm rubicon 35 catheter was selected for use. During procedure, it was noted that the catheter broke into two pieces. The physician never lost wire access from the vessel or catheter tip. The device was retrieved using a 6fr 45 cm sheath by cinching the snare loops to the broken rubicon tip and the procedure was completed with a different device. No further patient complications were reported.